Event description:
Pt called to report she has been having problems with her fresenius dialysis machine. She claims to have already had to send 4 machines back. Pt says she receives a system error "13-m01", balloon valve leak. She believes something is going wrong with these machines. She said she has only been on dialysis since (B)(6). She said she was having a new one sent to her.